Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Correction: h6 - annex a investigation ¿ evaluation as reported, an 'ncircle tipless stone extractor' was used for a transurethral lithotomy (tul) procedure. The device was tested prior to use and functioned as intended. The device successfully extracted stone(s) one time. Upon the second attempt, it was noted that a basket wire was broken. The device was replaced with a new 'ncircle tipless stone extractor' to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One device was returned in an open package with label. Upon inspection, the basket had a wire that had pulled out of the basket cannula. No other damage to the device noticed. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the DHR for the reported lot and recorded no nonconformances related to this incident. A database search for complaints on the reported lot found no additional complaints reported from the field. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, t _ ntse_ rev1, provides the following information in relation to the reported failure mode: "precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur." Based on the information provided, inspection of the returned device, and the results of the investigation, it was determined the cause of this event could not be conclusively established. The returned device was found to have a basket wire that had pulled free from the basket cannula that holds the proximal end of the basket wires in place. The issue occurred during use of the device. It is possible that the size, shape, and/or location of the stones cause stress to the basket that resulted in the wire pulling free. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, an 'ncircle tipless stone extractor' was used for a transurethral lithotomy (tul) procedure. The device was tested prior to use and functioned as intended. The device successfully extracted stone(s) one time. The second attempt, it was noted that the basket wire was broken. The device was replaced with a new 'ncircle tipless stone extractor' to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.